Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of edge loading/impingement, patient conditions, or a combination, which led to polyethylene wear. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: crown cup and head.

Event description:
As reported, approximately 13 yrs postop the initial right tha, this (B)(6) y/o female patient¿s right tha was revised due to the gxl poly liner had worn out and created debris and osteolysis. The surgeon removed the cup, the liner, and the delta head. The wear was extensive to the point that the surgeon had to use a femoral head allograft, 60cc of bone chips, and 10cc of the bone paste. The cup was revised to a competitor tm shell. The liner and dual mobility went to mp link. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due hospital policy does not allow for explants to be removed from the hospital.